Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging a casing/condition (moisture ingress) issue with the pump. It was reported that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/10/2016 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: during investigation, a visual inspection of the pump revealed that the battery compartment was cracked. The pump case was found to be damaged. A leak test was performed and confirmed a crack in the case. The pump was opened, however, no moisture was observed behind the display or on the printed circuit board. Unrelated to the complaint, investigation revealed a dim display.